Event description:
The customer reported that high o2 supply pressure occurred during pre-use checking in the medical engineer (me) room. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Per service technician high o2 supply pressure was confirmed in the event log. A possible cause is either temporal failure in data acquisition (da) board or an abnormality in the oxygen supply pressure on the medical institution side. The data acquisition pcba needs to be replaced. Customer approval for repair is pending.

Manufacturer narrative:
The service technician reported that the reported problem was not duplicated. The event log revealed the occurrence of high o2 supply pressure, so the data acquisition (da) board was replaced to prevent a recurrence. The unit was checked overall, cleaned, run in tests, and functionally tested.

Manufacturer narrative:
H10/11: failure analysis on the returned data acquisition (da) board shows that the da printed circuit board assembly (pcba) was tested and no failures were identified.